Manufacturer narrative:
Continuation of d11: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter h6; the previously reported conclusion code 22 has been updated to 67. Device code have been updated to include c63137. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from the patient. The patient reported that yesterday, they were "dragged in screaming in pain to have the pump filled" and they were desperate to find an hcp that would help her. The patient stated this was caused by a fall she had maybe 3 weeks ago. The pump serial number was provided. An additional email received stated, "per patient, her catheter is leaking".

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was 10 mg/ml ropivacaine with an unknown dose. The reason for use was non-malignant pain. It was reported that a dye study was done on (B)(6) 2019 and shows that the catheter has broken. For the last 2 weeks, she has had more severe pain and it is getting more and more severe and is in agony. She can't eat or sleep and taking oral medication. The healthcare professional (hcp) that oversaw the dye study told the patient that he cannot fix the broken catheter. It was reviewed that the patient should be seeking emergency medical assistance if needed and that ¿medical care cannot address pump, but can address pain management.¿ the patient was sent hcp listings per the patient's request. She is taking pills, but did not report what kind, and it was not clear if they were taking pills "galore or "gallon.¿ there were no further complications reported/anticipated.